Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, g3, h6.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting resulted in overall reduction of fat after coolsculpting treatment and asymmetry on right side where there is little to no fat remaining has been diagnosed with treatment area demarcation (tad).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen in (B)(6) 2023 and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.